Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: 42558000301 - femoral component - 64465213; 42518200410 - articular surface - 63755573; 110034355 - refobacin bc r 1x40 us - 835aae2507. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00221, 0001822565-2020-03213.

Event description:
It was reported that the patient underwent an initial left unilateral knee arthroplasty. Subsequently, the patient experienced a fall three weeks post op. Approximately 2 months post implantation, the patient was revised due to difficulty ambulating, decrease in activity of daily living, pain, swelling, radiolucency, a periprosthetic fracture, loosening, subsidence, and poor bone quality.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes do not indicate intra op complications. Revision operative notes state that patient underwent revision for mechanical loosening of prosthesis. Radiographs that showed a subsequent pathologic fracture on the tibial side with subsidence of the tibial component. Poor bone quality in the tibia. Office notes states that patient had pain, difficulty performing daily activities, swelling. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.